Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 555 mg/dl. Customer was treated with insulin drip and insulin pump. Customer had nausea and vomiting. Customer experienced blood glucose levels of 137 and 445 mg/dl. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that there was no air bubbles and leak. The insulin pump will be and reservoir will not be returned for analysis.